Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked belt clip at the battery tube threads area, broken battery tube threads, cracked case at the display window corner, cracked display window, missing end cap sticker and bleeding display glass.

Event description:
It was reported that the insulin pump was cracked at the reservoir compartment. The blood glucose reading was 6.3 mmol/l.